Event description:
During the procedure, the balloon popped inside the patient - patient had a loss of blood.

Manufacturer narrative:
Our evaluation displayed cracks in the balloon. The root cause of the complaint was inconclusive. However, this kind of failure should have been seen during the required pre-use check according to the IFU. We have contacted the hospital to confirm proper pre-use check, storage conditions, and to make sure the patient was okay. We have not heard back from the hospital but will continue to contact them. In addition, we reviewed the manufacturing and quality records they were completed in accordance to the procedure.